Event description:
It was reported that the left ventricular lead dislodged approximately four days after implant. High threshold measurements and difficulty positioning and fixing the lead were also noted. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was noted on all conductors (not obstructed).